Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5736875, and no non-conformance's related to the reported complaint were identified. Concomitant medical products: mentor siltex round moderate profile 325cc saline prosthesis, catalog #3542650, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor siltex round moderate profile 325cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed by a physician. As a result, an explant was performed on (B)(6) 2019.